Event description:
It was reported that the system would not display a fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not produce the reported problem. The system operates as intended.